Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed both tamper seals were broken. The capacitor was in a plastic bag taped to the pump, the battery door was broken, the top case corners were chipped, cracking was observed down left and right sides and by tubing guies. The power supply insulator, optocoupler and plunger case seal were missing and the q1 chip was broken off the plunger board. No evidence of the reported error messages was found during event history log review. Functional testing confirmed the capacitor was broken off the interconnect board. The reported error messages were not duplicated and the force sensor readings were found to be within specification. The investigation found that the device would initially not turn on. When it was plugged into the ac coad and turned on it exhibited a "battery communication timeout" error message at power up. When the battery door was opened, the battery fell out and was completely disconnected. The battery was plugged in and it operated as intended. The investigation determined that impact and/or mishandling had caused the capacitor to become disconnected and the broken battery door not supporting the weight of the battery was causing it to become disconnected. The interconnect board and battery door were both replaced. As device is beyond a year from manufacture and with no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review the device had been last serviced in march, 2023 and there was no indication of a service issue during the investigation.

Event description:
It was reported that the capacitor fell off the interconnect printed circuit board. Force sensor failure and motor drive off error messages were also reported. It is unknown if there was patient involvement, no adverse patient effects were reported.